Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. It was reported by the customer in this case that the customer reuses stryker burs.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.